Event description:
The customer reported that the system had to be rebooted several times in order for it to work. The system would not boot up. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The workstation and mainframe boards were replaced. The system was then found to be operating as intended.